Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure, the patient experienced a right common iliac rupture and a possible coronary occlusion. The patient subsequently expired. Prior to the tavr procedure, it was noted that the distance from the native aortic valve to the right coronary artery (rca) ostia was only 6-7mm, so it was not recommended to continue the tavr procedure. The physician decided to assess the flow into the rca during balloon aortic valvuloplasty (bav) with contrast injection. Bav was performed through a 14fr sheath in the right common iliac artery. Flow was noted in the rca and the medical team decided to continue with the procedure with pre wiring in the rca with balloon placement. Serial dilatation was then preformed and difficulty was noted during advancement of the 25fr and 28fr dilators; however, these dilators were advanced and removed without complication. When the 24fr edwards sheath was introduced an abrupt change in resistance was noted. When the introducer was removed from the sheath there was a drop in blood pressure. The physician proceeded with sheath positioning to tamponade any potential perforations of the right external iliac artery (reia). The 26mm sapien valve was then implanted in a 50:50 position across the native aortic annulus. Soon after deployment, the patient experienced severe hypotension with inferior st-elevation. The physician suspected that the rca was occluded, so the coronary balloon was pulled back into the coronary ostia and balloon angioplasty was preformed three times. The patient continued to deteriorate and developed ventricular fibrillation (vf) arrest. The patient was defibrillated three times but remained in vf arrest. Cardiopulmonary resuscitation (CPR) was preformed. Tee showed at that time there was an echogenic mobile structure attached to the aortic leaflet, suggestive of thrombus. It was noted that the patient had flow to the left main; however, it was sluggish. The medical team could not determine if the sluggish flow was due to the poor cardiac output due to the vf arrest, severe hypotension, or if it was due to the obstruction of the rca by a native leaflet. At this time the physician attempted to wire the left main with a jl3.5 catheter. The patient remained in vf arrest with continued CPR and then became asystolic. Per the operative note, due to the lack of arterial access, the medical team determined that neither an impella ventricular assist device nor cardiopulmonary bypass (cpb) could be performed. The patient subsequently expired. The native aortic annular diameter was 23.3mm by tee and 26.5mmx20.1mm (area 415) by CT. The native aortic valve and root were moderately calcified. The patient¿s ejection fraction (ef) was 43%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. After the event, the physician reported that the autopsy showed that the structure that appeared to be thrombus actually was part of the dissected femoral artery.

Manufacturer narrative:
Reference manufacturing report number 2015691-2013-21209. The device was not returned for evaluation as there was no allegation of device malfunction. Neither the imaging from the procedure nor the autopsy report could not be obtained for review. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the cause of the coronary occlusion cannot be confirmed. However, patient factors (below recommended rca height of 6-7mm leading to possible rca occlusion by a native leaflet and poor cardiac output due to the vf arrest leading to decrease lm flow) and/or procedural factors (lm occlusion by piece of dissected iliofemoral artery) may have caused or contributed to the event. Of note, prior to the procedure the access vessels and the rca height were noted to be less than recommended for a transfemoral tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.